Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon was clearing the robot arm away from the patient during the seeg procedure. Successful marker registration was completed and it was the 8th or 9th trajectory. The surgeon, was moving the arm away from the patient and that is when we had the first shutdown. The system was restarted and continued with the case. The delay for this shutdown was approximately 6 minutes. The next shutdown was a nearly identical situation. The surgeon was moving the arm away from the patient to securely place the electrode for the seeg procedure. As he was clearing the robot arm to return to the intermediate position, that is when the shutdown occurred. The robot was restarted and continued with the case. This shutdown was approximately 6 minutes.

Manufacturer narrative:
D4 UDI# : (B)(4). DHR review and review of complaint history were not performed based on the low severity of this complaint. Analysis of the software logs concluded that the two communication errors were due to a controller error described as a udp socket timeout. This is a known anomaly that relates a delay in execution of controller commands.

Event description:
The surgeon was clearing the robot arm away from the patient during the seeg procedure. Successful marker registration was completed and it was the 8th or 9th trajectory. The surgeon, was moving the arm away from the patient and that is when we had the first shutdown. The system was restarted and continued with the case. The delay for this shutdown was approximately 6 minutes. The next shutdown was a nearly identical situation. The surgeon was moving the arm away from the patient to securely place the electrode for the seeg procedure. As he was clearing the robot arm to return to the intermediate position, that is when the shutdown occurred. The robot was restarted and continued with the case. This shutdown was approximately 6 minutes.